Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was dislodged. The procedure was completed with another of same device. There was no patient complications reported, and patient was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was dislodged. The procedure was completed with another of same device. There was no patient complications reported, and patient was stable. It was further reported that there was no stent dislodgement. The vascular calcification caused the stent to hook onto the calcification resulting in stent deformation.